Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. A quote was provided to the customer for additional services; however, the quote expired, and the customer did not respond to the remote service engineer (rse) attempts for follow up. The record was closed with no further actions performed by philips. Multiple good faith efforts (gfe) were also performed during the investigation; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had an "air flow zero" issue during the device's preventative maintenance service. There was no patient involvement at the time of the event. There was no patient or user harm reported.